Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was treated by the paramedics due to a low blood glucose reading of 31 mg/dl. Troubleshooting revealed that the customer entered two calibrations less than an hour apart after starting the sensor. It was explained to the customer that this was not the proper way to calibrate. Nothing further was reported.